Manufacturer narrative:
Multiple attempts for product return and requests for additional info were made. The product has not been returned to masimo to allow an analysis to be performed. If new info is obtained or the product is returned, a follow up report will be submitted.

Event description:
It was reported that the device provides inaccurate readings. Customer reported that the "sensor misreads when powered up." There were no consequences or impact to pt.